Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The bolt that attaches the actuator to the frame was backing out on its own and had to be tightened.